Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
Related manufacturer reference number: 2017865-2020-03285. It was reported that the patient presented in clinic. Upon interrogation, the right ventricular and right atrial leads exhibited loss of capture due to dislodgement. It was suspected that the leads dislodged due to twiddler syndrome. The leads were explanted and replaced. Patient was in stable condition.